Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass the device was giving repeatedly errors: release pressure on blade, tighten assembly. After the two errors the active blade broke off, the doctor removed the piece of the blade. No patient related problems occurred. The time of the operation was delayed with 10 extra minutes.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. Though the ¿tighten assembly¿ and ¿relax pressure on blade¿ alert screens were not displayed during functional testing, the ¿tighten assembly¿ yellow screen appears when the instrument may not be properly assembled to the handpiece. And the ¿relax pressure on blade; reactive instrument to continue¿ yellow message screen is advising that the instrument has been loaded to the point where output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the jaws. Release the activation switch and reactivate the instrument to continue.